Event description:
It was reported with use of the bd vacutainer® multiple sample luer adapter there was a needlestick injury-post use. The following information was provided by the initial reporter: ¿the operator accidentally unhooked the adapter from the holder at the end of the sampling by turning the device on the wrong side and the nurse who was maneuvering accidentally pricks herself¿.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle stick with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with use of the bd vacutainer® multiple sample luer adapter there was a needlestick injury-post use the following information was provided by the initial reporter: ¿the operator accidentally unhooked the adapter from the holder at the end of the sampling by turning the device on the wrong side and the nurse who was maneuvering accidentally pricks herself.¿